Manufacturer narrative:
Initial reporter first name: unknown, not provided. (B)(6). The amo field service specialist (fss) visited customer site to inspect the unit. Fss found the foot pedal to be fine and only replaced the rear panel controller (rpc) board. Fss performed the preventative maintenance (pm) and the field service checklist, which the unit passed all functional tests and it was found to meet the required specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the whitestar signature system had foot pedal problem/foot pedal error during surgery. It was reported that there was a female patient/one (1) eye involved and that the patient treatments was delayed. The doctor was unable to complete the procedure and the patient was treated in another hospital. No further information was provided.